Event description:
It was reported that at the beginning of a prostate procedure, the user noted that the laser displayed a card reader error at 0 joules; therefore, the fiber card could not be utilized. The fiber and fiber card were exchanged. Card reader error at 0 joules reoccurred with the second and third fiber. The case was completed with the "loop" method. "No harm to the patient" was reported.

Manufacturer narrative:
Quality inspection of the laser was completed on 11-apr-2013. Based on the service report, the designated ams service engineer could not duplicate the reported issues regarding card reader errors.